Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 350cc breast implants and experienced breast pain on the left side and deflation on the right side postoperatively. As a result, the patient underwent removal on (B)(6) 2021. This report is for the right breast prosthesis.

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 350cc breast implants and experienced breast pain on the left side and deflation on the right side postoperatively. As a result, the patient underwent removal on (B)(6) 2021. This report is for the right breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).